Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device and there was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that the dsa workstation was unable to turn on. Upon functional testing, fse checked the log files and found no error message. The fse reinstalled the xtravision software which resolved the issue. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device and there was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that the dsa workstation was unable to turn on. Upon functional testing, fse checked the log files and found no error message. The fse reinstalled the xtravision software which resolved the issue. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The product UDI, reporting institution name, reporting address line 1 and the reporting address city have been updated.

Event description:
It was reported to philips that the azurion system could not be turned on, and an error was reported after several restarts. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.